Manufacturer narrative:
Additional information was added: the device was received for evaluation full of solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The container was inspected in a lighted inspection booth against a white background and against a black background and a loose particle was observed inside the bag. The particle appears to be detached from the membrane of the port bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was particulate matter (pm) observed inside a 1000ml empty intravia container. The pm was further described as something floating (unspecified) within the solution of the bag. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.